Event description:
The pt was injected in (B)(6) 2012 and developed cellulitis. The pt called the doctor 48 hours after the injection complaining of persistant swelling and redness. The area was hard to the touch. The pt came into the office 3 days post injection. The area was indurated, red hot and inflamed. The doctor prescribed oral antibiotics. Warm compresses were also used. The doctor followed up with the pt over the phone one week post injection (two days after the antibiotics had been started). The pt stated that the swelling and induration had decreased. The doctor saw the pt for a follow up two weeks later and the pt looked fine.